Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced with a different lead due to high impedance, high thresholds and noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.